Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted the mesh material had pulled off from the previous fascial repair within the abdominal cavity on the superior aspect of the wound. It was reported that the patient experienced severe pain, inflammation, and discomfort. Other procedure is captured under separate file. No additional information was provided.